Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a pleural drainage a wayne pneumothorax catheter was used in the axillary line. The physician felt resistance when removing the wire guide; therefore, he removed both the wire guide and pigtail catheter at the same time. Another like device was used without incident to complete the procedure. As reported, there were no difficulties placing the device nor were kinks noted during placement. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation - evaluation. A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows two nonconforming events, however, both were scrapped before the lot was released in the field. A complaint history search revealed that there were no other reported complaints for this lot number. The reported device was returned for evaluation. Visual examination of the device revealed the safety wire / mandril had separated from the proximal solder. No exterior damage or kinks were noted. The returned catheter and wire guide did not appear to have exterior damage nor biomatter present. Functional testing was performed and when the wire guide was inserted into the catheter, friction upon removal was observed. Further inspection identified the distal tip to be asymmetrical. Dimensional analysis verified that the device components had been manufactured to the correct specifications and tolerances. Based on the investigation and evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Although it cannot be definitively determined that the separation occurred prior to device manipulation during failure analysis, it is feasible to suggest that this separation occurred at some point during the procedure and became stuck within the interior of the catheter. It may not have been able to withstand the insertion, manipulation, or withdrawal forces, causing it to separate, and be unable to be pulled out. Further attempts to retrieve the wire guide would have caused the elongation of the coiling. A definitive root cause could not be determined. The risk was assessed based on the current risk documentation, revealing that no other risk mitigating activities are necessary at this time. We will continue to monitor for similar complaints and have notified the proper personnel about this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.